Manufacturer narrative:
An altis sling and two introducers were received for evaluation. Examination of the sling revealed the static anchor detached from the mesh. The dynamic suture was detached from the mesh with the dynamic anchor and tensioner detached and not received. Microscopic examination of the dynamic suture appeared to be rough and irregular, indicating stress was exerted. Blood residue was noted on the mesh hand the introducers. No functional abnormalities were noted with either introducer. The information received indicated the dynamic suture detached during the procedure. Quality confirmed the detached dynamic suture. As the dynamic anchor and tensioner were not received, it was concluded that the detachment of the dynamic suture most likely occurred during the tensioning part of the procedure. The surgeon felt the pull-on anchor was stronger than other times. As the detachment ends of the dynamic suture were rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A preventative CAPA (CAPA-000303) has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures.

Event description:
According to the available information, both anchors were placed and when tensioning the altis the suture broke. The static anchor was placed on the patient's right and dynamic was placed on patient's left. The suture broke while pulling tension across the midline. The incision was large enough to get a fingertip back to ramus, likely greater than 1.5 cm. When the suture broke on the dynamic side, the sling was pulled to remove from static side and the sling also broke from static side. Both anchors were left in patient. The physician did not feel that her pull on the anchor was stronger than other times. Both anchors were left in patient from the first sling. A second sling was placed without any other issues and there was no reported injury to the patient.

Event description:
According to the available information, both anchors were placed and when tensioning the altis the suture broke. The static anchor was placed on the patient's right and dynamic was placed on patient's left. The suture broke while pulling tension across the midline. The incision was large enough to get a fingertip back to ramus, likely greater than 1.5 cm. When the suture broke on the dynamic side, the sling was pulled to remove from static side and the sling also broke from static side. Both anchors were left in patient. The physician did not feel that her pull on the anchor was stronger than other times. Both anchors were left in patient from the first sling. A second sling was placed without any other issues and there was no reported injury to the patient.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. No trends were noted for complaints and there were no non-conforming reports confirmed in veeva to be associated. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.